Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a device change out procedure. The electrical function of the lead was normal and no anomalies were detected. The lead was capped and replaced. The asymptomatic patient was stable and will continue to be monitored.